Event description:
The complaint is reportable for malfunction upon product investigation results; it was reported that during the preparation of a procedure to treat a persistent atrial fibrillation (af), a cryo gas cable was selected for use. Error 2 - 00001000-1: injection pressure is too high occurred. Cable was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Cable is expected to be returned for further analysis. Upon device analysis, the investigation found foreign material in the device.

Manufacturer narrative:
Cryo gas cable was evaluated by boston scientific. The device was assessed with an isaac pressure decay system to determine if any potential leak paths existed, and both sides passed all initial leak testing. The device was then connected to the smartfreeze gold system to recreate the error observed in the field. 120 second ablations were attempted on each end of the cable with a known-good catheter. The device failed functional testing, triggering an outer balloon pressure error when attempting to pull vacuum on both ends. After functional testing, the device was placed back on the pressure decay system to determine if an occlusion was present in the vacuum line. The suspected device passed vacuum testing with the other end open to atmosphere rather than capped off, indicating a full occlusion. Vacuum line adhesive occlusions occur on the manufacturing line and would have been present at the time of the procedure. As the error occurs before an ablation can start, laboratory analysis was unable to confirm the reported clinical observation of injection pressure too high error. However, foreign material was observed lodged into the polyimide tubing on end 1 of the device. The origin of the foreign material could not be determined via laboratory analysis.